Event description:
Customer received info stating that an 840 ventilator was failing the leak test. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen (o2) sensor. The unit passed extended self-testing. Upon further investigation the o2 sensor was found to be cracked.

Manufacturer narrative:
(B)(4). Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of MFR while a pb840 addendum incorrectly stated to replace the sensor every two 2 years. The nominal life of the o2 sensor is 1 year from date of MFR. Covidien's plan to update the literature was communicated to the FDA on 12/23/2013.